Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 11/03/2024 - (B)(6). Pt called in and is unable to turn connector piece onto device during a supply change. Agent had pt disassemble and try again and also had husband try to turn it in, but both were unable to lock connector into place. We then tried a different connector, and it worked very easily. Pt was able to reconnect and resume insulin delivery. Bg not affected. Lot: 31784, case closed.